Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Additionally, the cathode coil near the neck region and the helix were found to be extremely stretched. This finding may have contributed to the removal difficulties due to helix unable to retract and fractured cathode conductor coil. However, based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and migrated to the right ventricle during the first day after it was implanted. A revision procedure was performed in which the lead's helix was unable to be retracted causing removal difficulties. The rv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.